Event description:
The patient underwent cataract surgery on (B)(6) 2005 to the left eye. The surgery was uneventful, however, the patient was seen recently for an unrelated eye problem and on examination, the intraocular lens itself was found to be cloudy. The patient is scheduled (no date given) for iol replacement procedures.

Manufacturer narrative:
Device remains implanted and we are unable to corroborate the complaint. In the event that the iol is replaced, lenstec has requested the lens be sent back for investigation. The batch documentation was reviewed and no discrepancies were noted with in the manufacturing and packaging of the lens. Additionally, no other complaints of this nature were received for this batch. Lenstec's medical monitor reviewed the available evidence and noted that the clinical information was insufficient to implicate the iol or to rule out other concomitant intravascular pathology mimicking discoloration of the lens. Should the lens be explanted, further medical opinion will be sought of the medical monitor along with lenstec's internal investigation.